Event description:
It was reported that this right ventricular (rv) lead exhibited pacing lead impedance out of range. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).